Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer declined troubleshooting with tandem technical support because he is not in a place where he can charge the pump and will call back when its charged. The customer reverted to alternate method of insulin therapy.there was no adverse impact to the customer¿s blood glucose level.